Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) had a helium loss issue. It was further reported that the unit continued to alarm "red and low helium volume," despite changing the helium tank. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and encountered the helium tank icon showing 25% full with a new helium tank installed, as well as a significant helium leak when the tank turned on. Upon inspecting the unit, the fse found an extra tank washer installed after the tank was changed by the customer which was the cause of the leak. To fix the issue, the fse removed the extra washer and verified the helium leak of <5 psi/10 minutes. Thereafter, the fse performed pneumatic, electrical tests, as well as all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) had a helium loss issue. It was further reported that the unit continued to alarm "red and low helium volume," despite changing the helium tank. There was no patient involvement, and no adverse event reported.